Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit switched to alt o2 mode. There was no report of patient involvement.